Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.

Event description:
Doctor reported that screw (iunihg) fractured at threaded portion inside implant. Tooth location number 5.